Event description:
Reporting status: death. Reporting rationale: perforation requiring medical intervention, and subsequent patient death. Device issue: no device malfunction has been reported. It was reported that direct stenting was performed to treat an in-stent restenosis of another company's stent, in the proximal lad. The 4.0 x 28 mm xience was deployed at nominal pressure for 20 seconds. When the balloon was deflated, a perforation was observed. The balloon was re-inflated for 3 minutes, but the bleeding continued. The patient experienced a cardiac tamponade and a pericardiocentesis was performed, withdrawing 60 to 100 cc of blood. A surgeon was called down and performed a pericardial window, but the bleeding would not stop and the patient died on the table. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Perforation, cardiac tamponade, and death, as listed in the IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. In this case, the cardiac tamponade was likely a secondary effect of the perforation, which was treated with pericardiocentesis and surgery; however, the patient ultimately died. It was reported that direct stenting was performed and it should be noted that the product IFU states: "the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications." Additionally, it was reported that the procedure was to treat in-stent restenosis of a drug eluting stent from another company and the IFU also states: "the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length=28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm." The IFU also mentions that the safety and effectiveness of the xience v stent have not been established for subject population with in-stent restenosis. The IFU cautions: "compared to use within the specified IFU, the use of des in patients and lesions outside of the labeled indications, including more tortuous anatomy, may have an increased risk of adverse events, including stent thrombosis, stent embolization, mi, or death." Lastly, the IFU mentions: "effects of multiple stenting using xience v stents combined with other drug-eluting stents are also unknown." It is possible that not pre-dilating the lesion and treating in-stent restenosis may have contributed to the perforation, though this could not be confirmed. Although, the reported patient issues of perforation, cardiac tamponade, and death are known adverse events associated with coronary stenting, a conclusive root cause for the reported patient issues and the relationship to the product, if any, cannot be determined.